Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11a13016 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient was diagnosed and hospitalized with peritonitis. The cause of the peritonitis was unknown. Treatment provided was not reported. On an unreported date, dianeal therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Concomitant mediations were not reported. Per the nurse, she didn't know if dianeal therapy was related to the peritonitis.